Event description:
Pt had an implantable cardioverter defibrillator placed in 1994 for idiopathic ventricular fibrillation. This device was replaced with an intermedics device. During routine follow-up on 3/15/01 pt was found to have excessive capacitor reform time. The device was replaced.

Event description:
Add'l info rec'd from MFR 9/10/2001: the following additional detail was received on 8/7/2001 on a medwatch form: "pt had an implantable cardioverter defibrillator placed in 1994 for idiopathic ventricular fibrillation. This device was replaced with an intermedics device. During routine follow-up on 3/15/2001 pt was found to have excessive capacitor reform time. The device was replaced. The device passed manual pacemaker and defibrillator testing and the first capacitor form charge time in the lab was acceptable. The battery's interrogated monitoring voltage was 5.1 volts -- within the recommended replacement range based on the micron advisory guidelines. Depletion calculations indicated that the battery did not deplete prematurely. Based on the info MFR received and its analysis findings -- that the device passed testing but voltage was less than 5.3 volts -- the device was appropriately replaced in accordance with the micron advisory guidelines. No pt adverse effects related to the replacement have been reported. Guidant received paperwork dated 4/3/2001 indicating the device was being replaced due to the advisory. Guidant received a medwatch form from the hosp on 8/7/2001 which did not provide any new or additional relevant info. The device was returned, analysis is complete, and the device has been archived.